Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe and 2 three-way stopcocks was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within specification. Balloon deflation was achieved within 1 second without the syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds. Per IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency to the catheter body, balloon, or returned syringe was observed. Balloon inflation testing was performed with returned syringe. Visual examinations were performed under microscope at magnification 10x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon was unable to deflate during use. The inflation syringe was removed from the gate valve. After removal of the catheter from the patient the balloon was able be deflated. There were no patient complications reported. Patient demographic information requested but unavailable.